Event description:
A complainant alleged that she experienced respiratory issues with symptoms of shortness of breath and tightness in her chest after using cavicide to clean office surfaces; she used a previously prescribed inhaler to alleviate her symptoms.

Manufacturer narrative:
The employee used a previously prescribed nebulizer and inhaler (she cannot recall the name of the medication prescribed with the nebulizer or the name of the inhaler) to relieve her symptoms. To date, she is feeling fine and has discontinued using the nebulizer and inhaler. No product was available for return and no lot number was provided; therefore, no investigation can be conducted.